Event description:
It was reported that during the procedure the implant came off its retention feature during repositioning by the surgeon the implant was replaced with a alternate implant to complete the case. There was no reported patient harm.

Manufacturer narrative:
The device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Additional information was requested. Investigation still in progress. Not returned to manufacturer yet.

Event description:
Mobi-c p&f us: disassembled during repositioning. According to the reported description , the surgeon placed his trial implant in for the 15x15 h6 and it fit well. After he placed the implant he took an image and tapped it back again, he reconfirmed placement and felt it was placed properly. Surgeon took an ap and lateral. He noted that the implant was just not far enough posterior into the dome of the patients dome. He used the impactor and gently tapped the implant back and took a image and noted that it is now too far posterior and the inferior piece of the implant rotated. He gently distracted and pulled the implant inserter back to reposition the implant more anterior and the implant came apart during repositioning. A new implant 15x15 h6 was used to complete the surgery . Delay of 10 minutes was reported. No impact for patient. Additional information was requested. Investigation still in progress.